Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:the patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pack in relation to the reported event. Failure analysis of the returned patient pack revealed damage to the swivel snap hooks on the shoulder strap. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the unit. Concomitant medical products: ddbb1d4 ICD implanted: (B)(6) 2016; 6935m55 lead implanted: (B)(6) 2016; 5076-45 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pack was damaged. The clasp on the product was broken and would not close. There were no components that fell from the pack. The product was replaced. No patient complications have been reported as a result of this event.